Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, the 8mm tip-up fenestrated grasper instrument had a wire sticking out of distal tip. No fragments fell into the patient. The procedure was completed with no reported injury.